Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive esc and act buttons due to moisture damage keypad traces. The insulin had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they tried to clear the alarm but it did not work. Customer was not pressing the button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until a replacement arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.